Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a resection loop ref. 011050-01, lot 854411, was defective during a procedure (the broken part was removed, and the defective loop was replaced). There was a 10 minutes prolongation of procedure/anesthesia. Furthermore, user indicates this was stress related to the surgery, additional cost, materiovigilance procedure, batch withdrawal, delay in paperwork. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).